Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert tone from their cardiac resynchronization therapy defibrillator (crt-d) very early in the morning and they have continued to hear it. Follow up information noted that the alert was due to high defibrillation impedance on the right ventricular (rv) lead. The alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.